Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that a skipped order from cerner did not appear on the es server. A technical support specialist (tss) remotely accessed the server via secure link. The order pattern code was bid, scheduled twice daily. The tss ran a cast order query, but no skipped message was received on the es server. The case was escalated to the interface team for further investigation into the missing skipped message. The customer was also informed about the necessary data cerner must send for a dose to be properly skipped in pyxis es. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a skipped order from cerner did not appear on the es server. The customer stated that this malfunction occurred when trying to dispense medication to patients. However, there were no adverse events or injuries reported based on this event.